Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however the clip did not seem to be rotating as usual. It was slow to translate movement to the clip. The clip was placed on the mitral valve however failed to establish final arm angle (efaa). The clip opened to 120 degrees. The grippers were still down and both leaflets were still captured so the clip was closed to 60 degrees and locked. Efaa was tested again but the lock failed to hold therefore the clip was not implanted and the cds removed. Upon removal from the body, the cds appeared to have a set in the shaft. Two clips were implanted to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified one similar complaint be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Based on this information, the reported efaa and resistance appear to be cascading event of reported bend on the shaft. However a cause for the reported bend on the shaft could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.